Event description:
It was reported that during a pti/stent procedure, the absolute self expanding stent was deployed successfully; however, upon removal, the stent delivery system became caught on the tip of the sheath, and the tip separated inside of the sheath. There was no patient injury reported.